Event description:
A peritoneal dialysis patient has reported that there was a leak coming from the blue pin area on the connector port. The patient was cultured and results were negative for growth. Prophylactic antibiotics were not administered. Effluent remained clear. Patient completed treatment on a new set up. There was no patient ill effect. The sample was discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.